Event description:
It was reported that the implantable cardiac monitor (icm) was in reset mode shortly after the implantation. It was unclear if the reset mode occurred due to the surgery. The device firmware was downloaded and normal function was restored.